Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps was found to have broken conductor wire. There was no report of patient involvement.

Manufacturer narrative:
Isi conducted a follow-up with the customer and it was confirmed the instrument was inspected prior to use and no damage was noted. It was unknown if the instrument collided with any other instrument or tool during the procedure but no fragments fell into the patient¿s anatomy.